Event description:
It was reported that the surgeon asked for a 10x10x10 easyclip. When the staple was loaded onto the spreader and spread to parallel it fell off of the spreader onto the table and had no compression. The staple was not implanted. I provided a second staple for the surgeon and the case was complete.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon asked for a 10x10x10 easyclip. When the staple was loaded onto the spreader and spread to parallel it fell off of the spreader onto the table and had no compression. The staple was not implanted. I provided a second staple for the surgeon and the case was complete.

Manufacturer narrative:
Evaluation summary: the reported event that the staple had no compression could be confirmed since the returned device matches the reported failure. Based on investigation, the root cause of the non compression was attributed to a user related issue. The plastic deformation was most probably caused by a too much over opening of the staple. Then when the surgeon used to close the spreader, the device fell off. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.